Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted for a chronic bacterial driveline infection. No alarms were reported for the event. The pt underwent a wound vacuum assisted closure, debridement and was placed on antibiotics for ongoing therapy.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in this IFU as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.